Manufacturer narrative:
D10: 320-20-00 - eq reverse torque defining screw kit: b681278. 322-46-13 - 145-deg pe 46mm const hum liner +2.5: b196542. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right rtsa, underwent a revision procedure. The locking screw came out of the sphere. The sphere, tray, poly, and locking screw were revised with new implants. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return due to hospital policies. No further information this is 1 of 3 reports for this event. This is 1 of 2 events for this patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.